Manufacturer narrative:
(B)(4): lens not returned.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os). The patient has reported 6 days after the lens was implanted, she was still suffering from really bad vision, with significant icl induced astigmatism. Sutures were required. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review . Results: per medical review - reportedly the patient did not achieve uncorrected visual acuity she was expecting following icl implantation 6 days ago. She reported that suture was placed after the implantation. It should be noted that suture placement could be a part of a standard protocol as surgeon`s decision in the best interest of patient, therefore it does not constitute the secondary intervention. The patient also stated that "icl had induced 1.25 d of astigmatism" , but there was no report of loss of bcva. The reassessment will be performed when (if) additional information is obtained from the implanting doctor. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).